Manufacturer narrative:
A united states customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding falsely depressed vancomycin (vanc) patient sample results obtained on a dimension vista 500 system. Siemens headquarters support center (hsc) completed the investigation of the event. Hsc reviewed the information provided by the customer and the dimension vista® 500 instrument data. Quality control results were within the customer's established ranges. No issues were noted with other patient samples indicating that the dimension vista® 500 system and vanc assay were performing acceptably. Hsc noted the event is consistent with a sample integrity issue since a discordance was noted with the same sample processed on the alternate dimension vista at the same site. Repeat of the same sample yielded expected results. The cause of the event is unknown. A potential product issue was not identified. The system is fully operational. The device is performing within specifications. No further evaluation is required. MDR 2517506-2023-00007 was filed for the same event.

Event description:
Two (2) discordant falsely depressed vancomycin (vanc) patient sample results were obtained on a dimension vista 500 system. The falsely depressed results were not reported to the physician(s). The same sample was reprocessed on the same dimension vista system and on an alternate dimension vista 500 system and a higher result, considered correct, was obtained and reported. There are no known reports of patient intervention or adverse health consequences due to the falsely depressed vancomycin (vanc) results.